Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure the balloon of the 2x8mm mini trek ii balloon dilatation catheter (bdc) was pierced. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another balloon was used in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, and functional analysis was performed on the returned device. The reported complaint was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported complaint is related to a potential product quality issue. It was reported by the account that during the procedure the balloon was pierced. There was no damage or leak noted during the inspection prior to use or during preparation which suggests a product quality issue did not contribute to the reported difficulty. Return analysis noted that the inner member had a tear distal to the proximal seal. In this case, it is possible that the inner member was inadvertently pierced with the guide wire during preparation and/or use; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.